Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot: 291909 on panther instrument sn: (B)(4) which had a discrepant sample. The sample was initially positive, but the same sample tube retested negative on the same panther. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; there were some kinetics issues with the wl in question, but nothing that would cause questionable sample results. Pas agreed with ts that the sample could have been mishandled. Customer could not be reached after multiple attempts by ts. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: (B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.